Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. No prime error alarm noted during testing. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin was squirting out during the fill tubing process. The customer also reported numbers did not appear on the screen. The customer also reported a compromised force sensor system alarm occurred after the act button was pressed. Customer has reverted to multiple daily insulin for treatment. The customer's blood glucose was 205 mg/dl. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.